Event description:
Affiliate reports that the pt contracted an infection (meningitis) which resulted in a valve replacement. The affiliate also explained that the precise cause of the infection is not well known. The dr believes that there is no relation between the infection and the device. The pt status is good now.

Manufacturer narrative:
Codman has requested the device for evaluation. Upon completion of the investigation, a follow up report will be filed.